Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. This report is for one unknown plate. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. Implant date was reported as an unknown date in (B)(6) 2015. Explant date was reported as an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility phone number is (B)(6). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2015 due to an unknown fractured plate. It was also reported that the unknown screws used to fixate the plate were, in the surgeon¿s opinion, 3mm too short. It was further reported that the patient has suffered chronic injury due to the reported event. The patient¿s injury was translated from (B)(6) as a ¿permanent tilt¿ or ¿inclined position.¿ the patient was initially implanted on an unknown date in (B)(6) 2015 to treat a humeral fracture. Please also see related complaint (B)(4). This report is for one unknown plate. This report is 1 of 1 for (B)(4).